Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of break: [method of use] 3) use of the supplied 30g 1/2¿ needle is recommended. 4) the product is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported having a syringe of juvéderm volift with lidocaine that "broken while injecting to the patient¿ in the nasolabial fold. A cannula was used. No injury to the patient.